Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since this event would not have generated any controller logs. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #:1650de / expiration date: 2014-12-31, (B)(4), return date: 2015-05-26, mfg date: 2013-12-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were not displaying a power status. The batteries were exchanged. No patient complications have been reported as a result of this event.